Event description:
It was reported that during preparation for a drainage treatment procedure, foreign material was noted. The physician selected a fleximal regular all purpose drainage catheter for an unspecified drainage procedure. As the device was removed from its packaging, some of the cardboard from the packaging was stuck to the catheter tip. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during preparation for a drainage treatment procedure, foreign material was noted. The physician selected a fleximal regular all purpose drainage catheter for an unspecified drainage procedure. As the device was removed from its packaging, some of the cardboard from the packaging was stuck to the catheter tip. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with the suture and flexible cannula. From a visual evaluation, it was found that the catheter presented white residue in the pigtail section. It was noticed that the white material from the packaging card was adhering to the coated sections of the catheter's pigtail. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is related to design. (B)(4).